Event description:
It was reported that during an implant procedure that there was failure to advance the guidewire in the left ventricular (lv) lead and the guidewire got stuck inside the lv lead. The lv lead was not used and the physician elected to complete the procedure with a different lv lead. The patient condition was not known.

Manufacturer narrative:
The reported event of failure to advance stylet/guidewire was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual examination found the inner coil was bunched up at the connector region consistent with procedural damage. The ptfe coating of the stylet was found stripped and was bunched up with the inner coil at the distal end of the connector pin. Unable to perform stylet insertion test due to the bunched up inner coil. The cause of the reported event was isolated to the bunching up of the stylet ptfe coating inside the inner coil at the connector region consistent with procedural damage.